Event description:
Customer received multiple readings (119, 46, 44, 45, 33 mg/dl) from her freestyle meter, all taken within 10 minutes. These readings were plotted on the parkes error grid and they fell on the "c" zone, which is considered clinically significant. No serious injury was reported.